Event description:
It was reported the distal end electrode of the ambient super multivac 50, ifs detached intra-operative. The physician attempted to search for the detached electrode within the pt's joint; however, after more than 30 minutes of searching, the electrode was not found. The procedure was completed; however, the details regarding the technique and/or products used were not provided. Although no pt complications have been reported as a result of this event, the physician indicated a second surgical procedure may be necessary to find and remove the detached device fragment.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.